Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device evaluation pending this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 the device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 reload was received with no apparent damage and one clip loaded. In addition, an opened foil was received along with the device. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed 4 clips as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2023. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a laparoscopic kidney and adrenal gland procedure on (B)(6) 2023 and absorbable clip was used. The clip could not be closed. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Package lot number of the clips? The lot number of the clips is td2aej. Please provide the applier product code and lot number? The product code is ka200 and lot number is unkown. Please confirm if there is an issue with the applier? No, there is no issue with ka200. If yes, please create a product complaint and provide the respective reference number(s) = n/a. What suture type and size was used? It was 2-0 vicryle. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture?=>no. They could load the clip into the applier. They set the thread on the tip of the applier, but could not lock and the clip was opened. Even though they squeezed the handle of the applier tightly, they could not fix it. If yes, after it closed, was the clip holding securely fixed on the suture? N/a. Was the applier checked for damaged (jaws straight and aligned)? Currently unknown. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Currently unknown. Please provide the lot number: td2aej. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sale rep about the device returning. Note: events reported via: mw# 2210968-2023-09234, mw# 2210968-2023-09235, mw# 2210968-2023-09236. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.